Event description:
Medical records have been provided by the patient's dialysis center. The patient presented at the dialysis clinic on (B)(6) 2013 with an effluent bag containing hazy and pink tinged drainage with fibrin. The physician ordered a peritoneal fluid culture and a kub. Culture of peritoneal fluid wbc's was 1362ah. The patient was started on antibiotics for peritonitis. Kub showed the pd catheter in place. Repeat culture drawn on (B)(6) 2013 due to fibrin, cloudiness and pink tinged effluent and patient's intra-peritoneal antibiotics were continued through (B)(6) 2014. In addition, the patient experienced weight gain that the physician felt was a result of "poor uf during peritonitis". Additional culture on (B)(6) 2013 and (B)(6) 2013 revealed enterococcus faecalis was isolated. The intra-peritoneal antibiotics were changed for patient's "relapsing episode of peritonitis". On (B)(6) 2014, the patient continued to have poor peritoneal drainage which led to the patient missing two cycler exchanges that required him to do manual exchanges. Arrangements to have peritoneal dialysis catheter removed are placing patient on hemodialysis are being made by the physician.

Manufacturer narrative:
Medical records were reviewed by post market clinical staff and physician. It appears that a serious injury of peritonitis is being reported. The patient is (B)(6) male who started exhibiting symptoms of peritonitis and started on antibiotics (B)(6) 2013. The patient continued to have pink tinged and hazy effluent with fibrin. This led to episodes of poor drainage. The peritonitis persisted as evidenced by the frequent culture results. Per nursing notes, the patient had poor eyesight and is a high risk for touch contamination. Physician was arranging to have the dialysis catheter removed and begin hemodialysis. Peritonitis is a known complication or peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no relationship between the liberty cycler and the diagnosis of bacterial peritonitis. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.